Event description:
A nurse reported that a patient experienced corneal burn during the surgery and required few stitches to repair the wound that occurred. Patient has recovered well and had an excellent visual outcome.

Manufacturer narrative:
Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive therefore, no further actions will be pursued at this time. The manufacturer internal reference number is: (B)(4).